Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the pump was operating as expected. Additionally, it was reported that the wake button was delayed in responding to touch. No additional information was provided and the customer declined further troubleshooting with tandem technical support. There was no impact to the customer¿s blood glucose. Customer continued to use the pump for insulin therapy.